Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown orthopedic surgery on (B)(6) 2020 and barbed suture was used. The suture was broken during continuous suturing. Further details were not provided. There were no adverse consequences to the patient.